Manufacturer narrative:
Weight is approximate. This report is for an unknown 4.5 mm locking compression plate (lcp) 12 hole broad plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a non-union related to a broken 4.5 mm locking compression plate (lcp) 12 hole broad plate. A cortex screw was also found broken. The rest of the hardware (5 screws; 2 cortex and 3 locking) was intact. A total of six screws and the plate were removed. There was bone growth over the plate and the bone did not look healthy. The patient was revised on (B)(6) 2015 with bone grafting and the revision surgery was successfully completed without any time delay or complications. Nothing negative has been heard about the patient outcome. This report is for an unknown 4.5 mm locking compression plate (lcp) 12 hole broad plate. This is report 1 of 2 for (B)(4).